Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed the right ventricular (rv) lead had over-sensed noise and resulted in pacing inhibition. The clinician opted to monitor the patient and the noise was unable to be recreated with isometric maneuvers. The patient was asymptomatic and had no adverse consequences.